Event description:
The customer received an alert during the fill tubing process at 9.8 units and was unable to complete the cartridge load. Reportedly, the cartridge had been filled with 240+ units of insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Follow up with the customer indicates she was able to successfully complete the load process and resume insulin delivery with a new cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.